Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's left ventricular (lv) lead presented with an increased capture threshold during device interrogation on (B)(6) 2021. The lv lead impedance was also trending higher since the last interrogation on (B)(6) 2019. Programming changes were made and the physician discussed replacing this lead during the patient's next generator change. The patient was stable post follow-up.